Event description:
The lumbar catheter showed a leakage under the skin, caused by a rupture close to the 40 cm length mark. Approx. 0.5 cm from the rupture a cut was seen, as well as a smaller catheter diameter approx. 2.5 cm from the rupture, when the catheter was stressed.